Manufacturer narrative:
The solitaire ab 6-30 stent device was returned for analysis. The reported rebar 18 catheter was not returned with the stent. The so litaire ab 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working and non-working lengths were in good condition. The glue dome on the proximal marker was damaged, and the marker coil was in good condition. No bends or kinks were found on the pushwire, and no other anomalies were noted. The customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed based on the reported information and device analysis, as the glue dome on the returned solitaire ab 6-30 was damaged. The damage likely occurred when the customer attempted to advance the solitaire ab 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause of the resistance failure was that the rebar 18 catheter was incompatible with the solitaire ab 6-30 stent device, as it had a labeled inside diameter (ID) of 0.021 inches. Per the solitaire ab instructions for use (IFU): ¿solitaire ab 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab stent could not enter the microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke of the left middle cerebral artery. IV tpa was not contraindicated. There were 0 passes with the device. It was noted the patient's vessel tortuosity was normal. It was reported that during the thrombectomy procedure, the sab encountered resistance in the rebar18, which was unknown and located in the middle of the microcatheter and could not be deployed. Resistance occurred during delivery. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.